Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level ranging from 300 to 500 mg/dl, and moderate ketones. Reportedly, the cause was the pump. The customer attempted to address the elevated bg by changing supplies and delivering manual injections of insulin. The customer went to the emergency room (ER) where unspecified fluids and an insulin drip were administered to address the elevated bg. The customer left the ER in good condition with a bg of 206 mg/dl.